Event description:
There was no patient involved in this event. Pad unit has failed its weekly self-test.

Manufacturer narrative:
On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the (B)(6) 2014 and performed to specification throughout the history log. The final history log entry, prior to return to heartsine was recorded on the (B)(6) 2015. The returned pad-pak was installed and passed a self-test, the device powered off with no warnings given and the green status led flashed throughout. The device was disassembled for investigation. Investigation found the device performed to specification throughout testing. During the investigation the device was power cycled multiple times without fault. The device was also tested at extreme temperatures and operated correctly throughout. No failed self-test are recorded in the history log therefore the red status led should not have been flashing.